Event description:
It was reported that during a biliopancreatic diversion, three of the trocars were leaking from the seal. It is unknown which of these were the working ports or the camera ports. The same trocars were used to complete the procedure. No adverse consequences reported.

Event description:
It was reported that the patient has expired after implant duration of approximately 1.5 months, due to cardiac and renal failure. It is unknown if the death was device related. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
On (B) (6) 2010 (through follow-up with the health-care provider), a response was received. The cause of death was not provided, however, it was learned that the event was not device related. The device has been disassociated from the event by the surgeon; therefore, it has been determined that this event is no longer reportable to the FDA.